Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on both a and v leads, inappropriate mode switching on a lead and noise reversion on v lead. Not ppm dependent. No other electrical issues were detected. The patient has more pressing health concerns at the moment, so nothing is being done to address the problem now. Leads will be replaced in the future. The patient hasn't experienced any adverse effects.